Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to customer's blood glucose level. Reportedly, the customer did not have backup therapy and would contact their healthcare provider to obtain alternate insulin therapy.